Event description:
It was reported that inappropriate mode switch episodes due to atrial lead noise was noted on a stored egm. The noise was reproducible in clinic with isometric testing. No intervention has been done as the lead remains implanted and will be monitored. The patient was stable and will continue to be monitored.